Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses u-500 insulin in their cartridge. Blood glucose (bg) level was 311mg/dl and a correction bolus was delivered to correct. A system check was performed and the pump performed as intended. The customer declined to inspect their infusion set site for any damage to the cannula. After the system check, the customer successfully resumed insulin deliveries.